Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance at 115 ohms. The presenting electrogram (egm) shows appropriate function and there is no evidence of noise. No additional information has been provided at this time. Additional information provided advised the shock lead impedance was 127 ohms from the latest device transmission. The rv lead remains in service and no adverse patient effects were reported.